Manufacturer narrative:
Pump booted up properly once installing aa battery, no blank display was noted. The pump passed the sleep current test and active current test. The pump failed the self test. Test p-cap locks properly into the reservoir compartment. Successfully downloaded pump history files and traces using thump software. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Found no relevant battery alerts, alarms, or anomalies in the pump history files and traces on the event date of 26-dec-2025. Pump was cut open to perform visual inspection and found evidence of moisture damage on the vibrating motor. The following were also noted during visual inspection: cracked case, scratched case, corroded battery tube, stained keypad overlay, cracked case (battery tube), pillowing keypad overlay, and missing/broken belt clip plate weld. Blank display was not confirmed during testing. Vibration anomaly was confirmed during testing due to moisture damage on the vibrating motor. Cosmetic damage was confirmed at the pump case and battery compartment. Battery cap contact damage and battery cap damage were not confirmed during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported insulin pump was dropped and had a crack on battery tube side and display went blank. The customer also reported battery cap and battery cap contacts were damaged. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed for battery cap damage issue and the damage was on metal contacts. Troubleshooting was performed for cosmetic damage and blank display allegations. Customer was advised to replace the insulin pump. No harm requiring medical intervention was reported. Mmt-1884l was requested and customer response was the device will be returned.